Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion. Per reporter, the alarm was silenced. There was only a cassette attached. Reporter stated that the cassette did not appear to be empty, closed the clamp and removed the cassette, reviewed settings, and reporter revised statement that the cassette does now appear empty. Infusion was started in the afternoon around 2 pm. Total volume 92ml. The patient was redirected to the clinic. Reservoir volume was 61.1. No patient harm/adverse event reported.